Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 60-65 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.